Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose level of 562 mg/dl. They treated with a manual injection. They were having sensor discrepancies. They had two different meters that was giving them a blood glucose reading of 570 mg/dl. They took 10 units of manual injection. The customer stated they were itching all over and was very thirsty. The customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.